Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified higher scan result on the ADC device compared to an unspecified reading obtained on the healthcare professional (HCP) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as lethargy, tiredness and was able to self-treat with 4 doses of R and N insulin. As a result, the customer was seen at the emergency room and had contact with an HCP who obtained a 90 mg/dL glucose result and provided orange juice, graham crackers for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.